Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Therapists reported a "save of session data and/or treatment records failed" warning on the 4ditc on (B)(6) on machine (B)(4). Director of physics located the files from the backup folder and attempted to import them into rtchart. He noted that only 2 of the 3 files imported into rtchart history. He then called the helpdesk for assistance.